Event description:
A consumer reported following an intraocular lens implant procedure, her eyes are still irritating and had treatment for dry eye syndrome. Patient also stated that she has polycarb allergy. Additional information has been requested. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There are no other complaints in this lot. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).